Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-01084. It was reported the patient has been experiencing a lack of sufficient therapy. An impedance check revealed high impedance on all contacts. X-rays revealed possible fractures in relation to both of the patient's leads. As a result, the patient will undergo surgical intervention on a later date.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-01084. Follow-up revealed the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.